Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vrbb, implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The consumer reported the device was not working and the patient was in pain. The implant was not helping. The manufacturer representative (rep) reported (B)(6) 2015 that they connected with the patient and the health care professional (hcp) and was meeting them next week. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.